Event description:
A 20 gauge nexia catheter broke when it was removed. It broke approx 1/4" from the hub. Another part was then removed. A third part required a local surgical intervention. The pt was unharmed. IV was in the left antecubital.